Event description:
Initial glucose result 270 mg/dl. Same sample repeated on different instrument gave result of 100 mg/dl. Initial result was reported, patient not adversely affected. If additional information is received, appropriate notification will be provided.